Event description:
A report was received that the patient¿s leads were producing high impedances. The patient will undergo lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50. Serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s leads were producing high impedances. The patient will undergo lead replacement procedure.